Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, a "fiber optic sensor failure" message was displayed on the pump. The pressure wave form was lost but the iab was still functioning other than the waveform not being displayed. Despite switching to a new pump in an attempt to resolve the problem, the issue still persisted. The issue was resolved by connecting an arterial line in place of the fiber optic cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 76.2cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 3.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).